Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the left anterior descending (lad) artery. The calcification and tortuosity of the vessel are unk. The apex 15mm x 2.00mm balloon was advanced to the lesion and inflated two times. The balloon was inflated to 12 atm and ruptured on the second inflation. The atms reached on the initial inflation are unk. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "good."